Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said sometimes they are not able to make it to the bathroom and urine starts coming out. Patient confirmed they are getting a 50% reduction in symptom. Patient said they think they were drinking too much water and were also drink soda. Patient has stopped drink soda. Reviewed how to increase stim. When patient connected w/ the ins they were on 0.5. Patient said they had stim higher before and them amplitude decreased by itself. Patient was able to increase stim to a comfortable level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.